Manufacturer narrative:
Reference number: (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stomach site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient had a confirmed stomach site infection which was treated with oral antibiotics. The infection was recurring, and the patient had previously been treated with two rounds of antibiotics. The stoma site was looking better following the most recent round of antibiotics.